Manufacturer narrative:
Manufacturer's report date: (B)(4) 2014. Internal file no: (B)(4). Patient info requested and all available info is included in sections a and b. This report was filed by the manufacturer. The product will not be returned by the customer because it was discarded. The customer's report of the extension set unwinding and leaking could not be confirmed because the product was not returned for failure investigation. The root cause of this failure could not be identified.

Event description:
The customer is having difficulty with the connection between the carefusion extension set and the smiths catheter used in the emergency room. The nurses are reporting the luer of the extension set is not locking onto the smith's catheter, and with any movement from the patient or the act of taping down the catheter it loosens and causes leakage. This occurs more often with higher rate (250ml/hr) and bolus infusions. There was no patient harm or medical intervention. The customer stated that no further patient/event info is available.